Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cannula was inserted into the btt port and then the endoscopic tunnel of the patient. The tunnel failed to completely expand and would pulsate and at times collapse. The hospital evaluated the co2 insufflator, but it was found to be working properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lot 25140679 the last 1 lot shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the c-ring. The c-ring was observed to be intact, no visual defects were observed. The insufflation tube and the water tube were observed to be intact. The c-ring appears to have been slightly tainted with blood as it appears to be reddish in color. The c-ring has no visible defects. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson . A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2196 sccm. Based upon the returned condition of the device and the results of the investigation, the reported failure "improper flow or infusion" was not confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cannula was inserted into the btt port and then the endoscopic tunnel of the patient. The tunnel failed to completely expand and would pulsate and at times collapse. The hospital evaluated the co2 insufflator, but it was found to be working properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.